Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use a nanocross balloon catheter during a cto procedure involving closure of femoralis till poplitea approach. The balloon went easy through closure via wire. The device was positioned for first dilatation p2 segment. Vessel situation was reported as not atherosclerosis. An attempt was made to dilate with manometer approx. 3-4 atm. The balloon did not inflate. After removing from the vessel, another try to test the balloon outside of patient was made, a water jet came out of balloon. It is reported that there was probably a hole in balloon. The procedure could be completed successfully with another nanocross. No patient complications were reported. Procedure was extended more than 30 minutes. Evaluation summary: the nanocross 0.014in otw pta dilatation catheter was received for evaluation without any ancillary devices. The nanocross was returned with photocopy copies of cine images from the procedure. The cines show a vascular system with several stents. The nanocross was received in a post inflated profile: not tightly wrapped or winged. A yellow fluid was observed in the balloon chamber. A 10cc water filled syringe was attached to the proximal hub luer lock and the center lumen was flushed: a steady stream of clear fluid was observed exiting the distal tip. A 0.014in guidewire was loaded through the distal tip with ease. A 10cc half water filled syringe was attached to the balloon luer lock on the y-manifold and a vacuum was pulled three times: steady streams of air bubbles were observed entering the syringe. The balloon chamber was inflated using a 10cc water filled syringe and a pinhole leak was observed near the proximal end of the balloon chamber.